Event description:
It has been reported to co that the packaging of this device was defective. Reportedly, a "dark water mark" was noticed on the package, rendering the product non-sterile. There was no pt involvement. The device is being returned for co analysis.